Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device eval: patient retained device.

Manufacturer narrative:
An event regarding scaring (arthrofibrosis) involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned . -medical records received and evaluation: not performed as medical records were not received. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Due to scaring the surgeon removed the insert and replaced it on knee.

Event description:
Due to scaring, the surgeon removed the insert and replaced it on knee.